Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating. During the procedure the existing device was removed and a new ipp was implanted. It was noted that there was no fluid in the explanted system. The patient did not experience any adverse events.